Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the samples were provided for evaluation. A visual inspection with the naked eye noted a crack in the flange of both caps. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of minicaps were damaged; further described as "with fissure in the white cap". This was noticed during preparation for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.